Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00147. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a hysterotomy procedure on (B)(6) 2011. Suture was used for continuous suturing at the peritoneum, fascia and under the skin with this suture being used to close the peritoneum. The surface skin was closed by skin-stapler. On (B)(6) 2011, the pt's staples were removed. When the pt started to walk, the pt started to bleed. When the abdominal bandage was removed, it was found that her bowel was outside of the body. The pt was taken to the operation room. The suture may have been broken at the knot area. The pt underwent surgical debridement and the wound site was closed the same way as before. The pt is recovering.